Manufacturer narrative:
(B)(4). The device was not returned for analysis. Based on the information provided, a definitive cause for the reported deflation issue cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effects of hypotension is listed in the xience sierra everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported deflation issues; however, it appears the reported patient effects of hypotension and treatment with medication are related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 70% stenosed, non-tortuous, and mildly calcified lesion in the left main artery. A 3.5x18mm xience sierra stent stent was deployed at 14 atmospheres; however, the balloon only partially deflated. The stent delivery system was removed with the balloon partially deflated. The patient had a prolonged arterial pressure decrease at 4mmhg and was administered medication. The patient is in good condition. No additional information was provided.